Manufacturer narrative:
Cont e1 phone number- (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: ¿small bilateral peri-implant seroma¿.

Event description:
Healthcare professional reported right side "peri-implant seroma, associated with diffuse capsular thickening and enhancement (capsulitis? Capsular contracture?)" Via MRI and "enlargement of the right breast accompanied by moderate pain." Healthcare professional later reported baker grade I. Device remains implanted.